Event description:
It was reported that "when the cassette was attached to the legacy pump, it did not recognize the cassette." This occurred during priming, no patient involvement.

Manufacturer narrative:
Four photos were reviewed for evaluation. No discrepancy was detected on the photos received. The failure mode was unable to be confirmed. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one used device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional and visual inspection was performed during analysis. The customer reported complaint could not be confirmed and root cause could not be determined.